Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, trs-robo-8, anchor tissue retrieval system, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿bag ripped while trying to get it out of the abdomen.¿. Further assessment found that there was no fragmentation of the device and the specimen remained inside bag. The bag looked like it was cut across the top, clean tear. A grasper was used to remove the bag from the patient. Patient discharged as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, trs-robo-8, anchor tissue retrieval system, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿bag ripped while trying to get it out of the abdomen.¿. Further assessment found that there was no fragmentation of the device and the specimen remained inside bag. The bag looked like it was cut across the top, clean tear. A grasper was used to remove the bag from the patient. Patient discharged as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.